Event description:
It was reported that during a pt transport from another hospital, the ventilator displayed an irregular peep value. The pt was bagged for the rest of the transport. There was no pt injury reported. (B)(4).

Manufacturer narrative:
Expiratory channel printed circuit board, pc1784, was replaced during troubleshooting at the hospital. The replaced pc1784 has been requested for investigation but not yet received. A follow-up MDR will be sent when investigation is completed. Reference exemption #: (B)(4).